Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the reason the lead was explanted and replaced was due to dislodgement. The lead was no longer capturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.